Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vein harvesting system did not seal on a very large branch in the leg, which caused excessive bleeding. The patient was not transfused during the procedure and no patient effects were reported. Since they were near the end of the case, the case was completed using the same device. The product was discarded.

Manufacturer narrative:
Method - the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was performed for the reported lot and it was found that there were no non-conformities which could have contributed to the reported failure mode. (B)(4).